Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. The unit was received for analysis after decontamination (in appropriate packaging). The returned device matches the upn number provided by the customer. Visual inspection showed the device had a kink in the distal section between electrode rings #1 and 2. Body fluid was noted in the distal section near electrode ring #3. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Tip motion was evaluated against the specified curve template/fixture. The left curve tip did not fall in the specified template area. The right curve test passed. X-rays showed evidence of a bent center support in the distal, between rings #1 and 2. The device was dissected in the distal tip, finding body fluid, kevlar displacement and a bent center support. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2107. It was reported that the steering mechanism broke. During an ablation procedure with an intellatip mifi xp ablation catheter, one of the pull wires broke. There was no harm to the patient. Device analysis revealed body fluid in the distal section near electrode ring #3.